Manufacturer narrative:
Complaint conclusion: when brite tip (6f jl3.5: complaint product) was being flushed with heparinized saline, leakage was observed from the first curve of the gc. Therefore, the physician did not use the brite tip and a new brite tip (same size) was used instead. The product was not clinically used in the patient. The procedure was finished successfully. There was no patient injury reported. There were no damages noted on the packaging. It did not appear to have been kinked or bent at the location of the leakage. One non sterile unit of vista brite tip 6f .070 was received coiled in a plastic bag. A kink was found at 5.5 cm from brite tip at the same place where a black point was detected. No other anomaly was detected during the visual inspection. Functional analysis was performed by flushing the catheter several times according to procedure and no leakages were detected throughout the catheter body/shaft. The catheter was inspected under microscopic device to review the black point detected at unaided eye. The results show that braid wire was exposed; it was not protruding. Body elongations were observed around the area where the braid wire was visible. Additional leakage test was performed several times under microscopic observation of the device and no leakage was observed at the damaged (visible braid wire) points. The catheter was cross sectioned in order to verify if there was a perforation from inner lumen side to outer side (body) and it was found that there was not a perforation from the inner lumen side. Scanning electron microscope (sem) analysis was performed to the part in other to identify the source of the visible braid wire. Results showed that the body of the catheter presented exposed braid wire and the edges of these damages seem to be elongated and/or stretched; however the exact nature of the damage could not be conclusively determined. The sample was found kinked at the exposed braid wire area in the catheter's body. It is noteworthy to mention that the exposed wire is not protruding from the body of the catheter. Review of the manufacturing documentation associated with this lot, presented no issues during the manufacturing process that can be related to the reported complaint. The returned device and findings of the analysis were reviewed by a product engineering team (pet) for potential causes of the damages and exposed braid wire condition observed on the unit as received. Based on the investigation performed by the team, it can be concluded that there is no equipment, tooling, or product handling during the manufacturing process that can cause the exposed braid wire and from damages, elongations and stretched observed on the returned unit. The reported leakage was not confirmed with functional analysis; no conclusion can be made regarding this reported event. The cause of the visible braid wire could be related to the elongations/stretches and kinked condition detected on the catheter body; the cause of these damages was not conclusively determined with the analysis. However, with review of the sem, microscopic analysis results, the manufacturing process, and the device history records there is nothing to suggest that the visible braid wire and damages detected during the inspection are related to the manufacturing process. Procedural and handling factors may have contributed to the condition of unit as received. Controls are in place to verify the catheter for leakages, kinks and damages; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the guiding catheter assembly process operations. Therefore, no corrective and preventive actions will be taken at this time. One non sterile unit of vista brite tip 6f .070 was received coiled in a plastic bag. A kink was found at 5.5 cm from brite tip at the same place where a black point was detected. No other anomaly was detected during the visual inspection. Functional analysis was performed by flushing the catheter several times according to procedure and no leakages were detected throughout the catheter body/shaft. The catheter was inspected under microscopic device to review the black point detected at unaided eye. The results show that braid wire was exposed; it was not protruding. Body elongations were observed around the area where the braid wire was visible. Additional leakage test was performed several times under microscopic observation of the device and no leakage was observed at the damaged (visible braid wire) points. The catheter was cross sectioned in order to verify if there was a perforation from inner lumen side to outer side (body) and it was found that there was not a perforation from the inner lumen side. Scanning electron microscope (sem) analysis was performed to the part in other to identify the source of the visible braid wire. Results showed that the body of the catheter presented exposed braid wire and the edges of these damages seem to be elongated and/or stretched; however the exact nature of the damage could not be conclusively determined. The sample was found kinked at the exposed braid wire area in the catheter's body. It is noteworthy to mention that the exposed wire is not protruding from the body of the catheter. Review of the manufacturing documentation associated with this lot, presented no issues during the manufacturing process that can be related to the reported complaint. The returned device and findings of the analysis were reviewed by a product engineering team (pet) for potential causes of the damages and exposed braid wire condition observed on the unit as received. Based on the investigation performed by the team, it can be concluded that there is no equipment, tooling, or product handling during the manufacturing process that can cause the exposed braid wire and from damages, elongations and stretched observed on the returned unit.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis, but it has not yet been returned. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
When the 6f vista brite tip was being flushed with heparinized saline, leakage was observed from the first curve of the guide catheter. The packaging had appeared normal and there had been no difficulty in removing the device from the packaging. The physician did not use the brite tip in the patient and a new vista brite tip (same size) was used instead. The mid lad lesion was treated successfully.